Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified right upper arm shunt vessel. The 5.0mm x 40mm mustang balloon was advanced into the patient. During the first inflation, the mustang balloon ruptured at 20atms. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified right upper arm shunt vessel. The 5.0mm x 40mm mustang balloon was advanced into the patient. During the first inflation, the mustang balloon ruptured at 20atms. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR; a visual examination of the device observed no damage to the shaft of the device. The balloon showed evidence of being inflated. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 3mm proximally from the distal markerband. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).